Manufacturer narrative:
(B)(4). Date sent: 4/20/2021. D4: batch # r58n0k. H6: component code: mechanical(g04). Investigation summary the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one psee60a device was returned with the anvil bent upwards and with no reload present. Furthermore, the anvil knife slot was noted to be damaged. No functional test was performed due to the condition. As part of our quality process, the manufacturing records of this batch were reviewed, and the manufacturing standards were met prior to the release of this batch. It should be noted that product failure is multifactorial. It is possible that the combination of tissue and/or buttressing material compressed between the device jaws may have been beyond the indicated thickness of tissue that cannot compress to the indicated range for the selected reload. This may have caused excessive force to be applied to the underside of the solid steel anvil leading to this damage. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications.

Manufacturer narrative:
(B)(4). Date of event: only year is known. It is assumed first day of the month (month, year) that the complaint was received. Batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a vats upper right wedge resection, the surgeon fired the psee60a stapler along with ech60r staple line reinforcement three times with a black (gst60t) reload. Upon the third firing the stapler stopped mid-fire and the reverse button was utilized to bring the knife blade back. Upon visual inspection, the anvil deck appeared bent and the device was discarded. Another stapler device with same lot number and code was utilized along with a black (gst60t) reload. The device was fired, and a similar situation happened again. The second stapler was discarded. A third stapler device with same lot number and code was utilized. The device was fired, and a similar situation happened again. A fourth stapler device was opened (psee45a) and a black (gst45t) was loaded and fired. The device fired but stopped halfway, the reverse button was used to bring the knife blade back. That device was discarded. A fifth stapling device (psee45a) was opened and loaded with a black (gst45t) reload and that was used to complete the case. The surgeon noted that the section of the lung that was being removed was very dense and the tissue extremely thick and had the appearance and feel of a rock like texture. No adverse patient event was reported with the usage of the staplers.